Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Therefore, the reported event could not be reproduced. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. A difficult patient anatomy or challenging placement site may result in high friction during the attempt to release the stent and subsequent deployment failure. Based on the information available and as no sample was returned, a definite root cause for the reported event could not be confirmed.

Event description:
It was reported that during placement of the vascular stent mn a right sfa lesion, the vascular stent could not be deployed another stent was used to complete the procedure successfully no patient injury was reported.

Event description:
It was reported that deployment difficulties such as partial deployment or failure to deploy of the vascular stent were experienced during the stent placement procedure. No add'l info has been provided to date. There was no reported pt injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.